Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information are in process. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 19mm aortic valve implanted four years, five months, is being considered for valve-in-valve procedure due to aortic stenosis (mean gradient is 45 mmhg). Currently no date scheduled for intervention.